Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that, "this (B)(6) male presents with left hip pain. Condition has existed since 1989 after a motorcycle accident. A left tha performed in 1992 at (B)(6). Associated signs and symptoms include drainage at incision, pain redness and walking difficulty. Pain is an 8 on a scale of 1 - 10. Pt was seeing surgeon who suggested hip aspiration and hip surgery. Total hip revision was done on (B)(6) 2011. The pt is currently being treated for a (B)(6) infection. The condition has worsened."